Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported leak was confirmed. The returned device analysis identified a leak at the distal end of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot found no nonconformances, based on an expanded investigation the event was possibly related manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the superficial femoral artery. During use, the 4mmx120mmx80cm armada 35 balloon dilatation catheter (bdc) inflated to nominal pressure, device lost pressure and a leak was observed near the sidearm. The bdc was prepped prior to use without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. A new armada 35 bdc was used to successfully complete the procedure. No additional information was provided.